Manufacturer narrative:
Exemption # e2012017; report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), about 2 months after the implant was placed and healed, patient had crown impression and failed